Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a lead changeout procedure the physician indicated the right ventricular (rv) lead helix would not completely deploy. The physician also encountered difficulty placing the rv lead due to suspected clavicular crush. The lead was removed and an alternate lead was utilized/implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis indicated that the helix of the lead was extrinsically bent. Visual analysis of the lead indicated damage at implant. The analyst noted that the lead was returned with the helix bent. No further helix function possible. If information is provided in the future, a supplemental report will be issued.